Event description:
Additional information: it was reported that the patient did not have concerns with their device or therapy. The patient had two hip replacements and 'knows (felt it) moved' the device. Patient had discomfort while charging and her bowel movements were affected. Patient will not have surgery until next battery replacement.

Event description:
Additional information showed the patient did not have any concerns with their device system.

Event description:
It was reported that the patient had undergone two lead revisions since implant. The first lead revision was done on (B)(6) 2008 during which one lead was implanted. The second lead revision occurred on (B)(6) 2008 during which a second lead was implanted. Further information regarding the revisions was not provided. The manufacturer device registry did not indicate lead replacements or lead implants on the reported revision dates. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008; product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008; product type lead; product ID 37752, serial # (B)(4); product type recharger; product ID 37743, serial # (B)(4); product type programmer.